Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for medical device report# 8010047-2020-10649. The legal manufacturer could not performed ta review of the device history records for this device due to no lot number reported. The investigation was completed by the legal manufacturer and determined based on the similar cases in the past, a likely cause of the problem might be the following reasons - the proximate side of the loop was retracted into the coil sheath temporality. This caused the loop to get stuck between the coil sheath and the hook. As a result, the slider could not move and the loop could not detach from the coil sheath. - the slider was forcibly moved in the state as above. This caused the spring and the operating pipe to break. From a past similar case, the phenomenon was likely caused by the mechanism below. - the loop was detached from the hook while the coil sheath was being retracted into the tube sheath, or the loop was hung on to the tissue and it was positionally fixed at the distal end of the tube. As a result, the loop was unable to release. - the tube sheath was pulled toward the proximate side while the hook was extended from the distal end of the coil sheath. - the pulling of the tube sheath caused the loop to move with the distal end of the tube sheath toward the coil sheath. Subsequently, the loop entered the coil sheath and got caught between the hook and the coil sheath. As stated on the IFU and as a preventive measure, the user manual states: - do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. - do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. - do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. - never use excessive force to operate the instrument. This could damage the instrument. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The lot number of the device is unknown and the subject device will not be returned for evaluation as the subject device was discarded by the customer following the procedure. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a diagnostic colonoscopy procedure, the single use ligating device (poly loop) failed to deploy as the loop could not be detached from the device. The sales representative reported the metal piece that the spring is around broke in half and bowed out the side when plunger was pushed forward to deploy the loop. The spring fell out of the device when the event occurred. The doctor was able to perform the emergency treatment using the device's instruction for use. No patient injury or harm was reported.